Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 10mm x 2.00mm wolverine¿ coronary cutting balloon¿ monorail¿ was used to dilate the lesion and on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak approximately 2mm distal to the distal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 10mm x 2.00mm wolverine coronary cutting balloon monorail was used to dilate the lesion and on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was good.